Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 240mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17 september 2014. It was reported that crossing difficulty occurred. The target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. A 38mm x 2.50mm taxus¿ element¿ long stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed hypotube break.